Manufacturer narrative:
H2) additional information in sections b5 and e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that the case was completed freehand.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that a new surgeon was utilizing the guidance system's robot for their first time. They placed screws at the level of l2-s2. After 3 screws were placed, it was found that the screws had entered the disc space. The site elected to discontinue using the guidance system's robot as a result. The manufacturer representative performed advanced accuracy checks the next day which passed. Navigation was reported to have been aborted. There was no known impact to patient's outcome and surgical delay was reported as less than one-hour. (B)(6) 2024 iud (other): no new information. (B)(6) 2024 iud (other): no new information.

Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.